Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40-50 mg/dl range. Customer had atrial fibrillation with his heart rate up to 180 beats per minute and a low blood glucose. The customer was wearing the pump at the time of hospitalization. He was released on (B)(6) 2017. Customer also mentioned having keypad issues, sometimes the insulin pump does not allow him to enter the numbers correctly. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.